Event description:
It was reported that a pt incident occurred during a colonoscopy with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d]. Argon plasma coagulation was applied in the right colon/cecum. A perforation occurred. Surgery was then performed to repair the damage. Note: the apc/esu system was provided by our parent company (erbe electromedizin) to a foreign hospital.

Manufacturer narrative:
The apc/esu system was returned and throughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The complication is typical for the procedure. Furthermore, based upon past reports, it appears that the pt's condition was a significant factor in the event. That is upon argon plasma treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the event. No trends had been identified with this situation. Erbe USA, inc. Is now closing this file.